Event description:
It was reported that non-boston scientific lead noted low-level noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).